Event description:
Reporter indicated patient was reimplanted with a new lead and generator. The generator was replaced for routine end of service. It was not known why the lead was replaced which indicates a possible lead malfunction. Attempts to gain additional information from the physicians have been unsucessful. The generator and lead have been returned; product analysis has not been completed.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.